Manufacturer narrative:
Analysis summary: tested ent suction #9734306 it was bent so I got a quote and it has been replaced since. Section d information references the main component of the system. Other relevant device(s) are: model: 9734306. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the suction was bent. There was no patient present at the time of the event.